Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to turn on. During troubleshooting, fse checked the host pc, found it cannot start up and confirmed that the host pc was defective. The fse replaced the host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura host computer would not power on. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.